Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage of blood found while using a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Event description:
It was reported there was leakage of blood found while using a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Lot analysis device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted which disclosed the following: lot 5317745; was built on afa line 6 from 19nov2015 through 21nov2015 and packaged on pkg. Line 9 from 22nov2015 through 23nov2015 for the quantity of 157,410ea. Review of DHR revealed all required challenge samples and set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. Review disclosed there were no related reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. No significant discoveries were found. Sap (qn) database review: yes reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s1 severity ranking. Review was conducted for the MDR-level a investigation; as a result of the review there were no related reject activity findings relevant to the alleged defects stated in the pir associated with the lot number provided for this incident. Observations and testing: although a sample was not returned a photo was provided for evaluation of this incident. The photo revealed 2 opened empty packages: package #1 was of a 20ga x 1.00in bd insyte autoguard blood control IV catheter unit (part # 382533/lot #8037527). Package #2 was of an 18ga x 1.16in bd insyte autoguard IV catheter unit (part #381444/lot #5317745). (See photo (p pr 430077 photo 20180510_140341[1]) provided for this incident) visual/microscopic: (1) blood excess / splash / spill / exposure: the photo did not reveal any catheter units to indicate any type of failure or damage. (2) other: the photo revealed that both packages were clearly identified to the type of product contained within the blister packs. ¿ there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the alleged defects stated in the pir; therefore this incident is indeterminate. Test description method no results visual/microscopic n/a see observations and testing investigation samples(s) meet manufacturing specifications: yes, evaluation of the photo provided for this incident did not reveal sufficient evidence to identify any damage that would indicate blood exposure or product misidentified. Root cause relationship of device to the reported incident: indeterminate ¿ the photo provided for this incident did not provide sufficient evidence to identify any type of anomalies or damage to the opened packages (blister packs) and visual of units was not provided. Therefore there was no physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defects.